Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 5.5x150 supera referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the patient underwent revascularization of the two supera stents that were deployed during a previous procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The additional non-surgical treatment was related to operational context.

Event description:
The following additional information was received: the initial procedure on (B)(6) 2016 was to treat a lesion located in the lower extremity patient. Two supera stents were deployed. On (B)(6) 2016, the patient returned to the hospital with symptoms of a cold leg and underwent immediate revascularization of the two supera stents. No additional information was provided.